Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge had failed to open. A field service engineer adjusted the latch housing, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge had failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.